Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute integrity rx coronary drug eluting stents were used to treat two lesions. The first device (rsint30026x) was used to treat a moderately tortuous, severely calcified lesion with 90% stenosis in the mid cx artery. The second device (rsint30015x) was used to treat a moderately tortuous, severely calcified lesion with 85% stenosis in the proximal om artery. Both devices were inspected with no issues noted. Both lesions were pre-dilated. Negative prep was performed in both devices with no issues noted. Both devices did not pass through a previously deployed stent. Resistance was encountered when advancing both devices and excessive force was used. It was reported in both devices that stent deformation occurred in vivo during positioning. It was stated that the events were due to the use of the devices in difficult lesion morphology/anatomy, i.e. The events were procedural related and not device related. No patient injury was reported.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the stent was not positioned correctly on the balloon between the marker bands as per specifications, the stent had moved distally on the balloon. Deformation was evident to distal stent wraps with struts raised. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.